Manufacturer narrative:
(B)(4). Batch # m5661e. Additional information obtained from the maude report #mw5060643: instrument froze up and would not fire. New product opened and case continued without issue. The analysis found that one plee60a device was returned in good visual condition and with one ecr60b cartridge reload present and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The reload was received partially fired 1/16. In addition the cartridge was noted to be broken and the cartridge pan partially dislodged. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the motor ran for a moment and then stopped on the first firing with a black cartridge. The surgeon was unable to open the jaws using the powered reverse button and had to use the manual override to open the device off the tissue. Buttressing material was being used. Procedure was completed with another device of the same product code. There were no patient consequences reported.